Event description:
Customer reported via phone call that they fell and the insulin pump had cracks. Customer also mentioned that they cannot get any of the buttons to work and the insulin pump was making a screeching noise which was an alarm for sensor. Customer stated that they replaced the batteries, however the insulin pump still does not work. The crack was noted to be near the up and down buttons and the keypad was noted to be unresponsive. Customer stated they were unable to clear any alarms. Customer's blood glucose reading at the time of the call was 133 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
The insulin pump had an unresponsive escape button due to a flattened button dome switch. The operating currents could not be tested due to the keypad anomaly. The insulin pump was received with a cracked end cap and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.